Event description:
It was reported that a volume discrepancy was noted at pump refill. The actual residual volume of 17 ml was greater than the expected residual volume of 4 ml. The patient experienced an underdose; symptoms not reported. No alarms were noted. The pump contained morphine. It was later reported that the pump was replaced in 2009.